Manufacturer narrative:
Updated data: a1. A2. A4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. E. Initial reporter's name corrected data: d. Full UDI# h6. Device codes. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving a transcatheter aortic valve evfxplus-29, the valve would not seat in the annulus. The valve was recaptured and withdrawn from the patient after, it was determined that the patient did not have aortic stenosis and required a balloon aortic valvuloplasty instead. Consequently, the transcatheter aortic valve replacement procedure was aborted. The aortic valve was ballooned with a 20mm non-medtronic balloon, and the gradient was reduced. No patient complications have been reported as a result of this event. Additional information was received to report a medtronicconfida guidewire was used for the procedure. The starting point of valve d eployment was at the bottom of the pigtail catheter at an implant depth within 2-4mm. However, despite 4-5 deployment attempts, the valve would not stay in place.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving a transcatheter aortic valve evfxplus-29, the valve would not seat in the annulus. The valve was recaptured and withdrawn from the patient after, it was determined that the patient did not have aortic stenosis and required a balloon aortic valvuloplasty instead. Consequently, the transcatheter aortic valve replacement procedure was aborted. The aortic valve was ballooned with a 20mm non-medtronic balloon, and the gradient was reduced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number { (B)(6) }; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.